Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿six steps of hand washing not followed¿ (no further detail) during therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection fortum, 1.5 grams, for 7 days and injection vancomycin, 500 milligrams, once in 5 days (routes were not reported). The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.